Event description:
It was reported that the pt died. There were allegations of ventilator malfunction causing pt harm. It is unk if the ventilator alarmed. The details regarding the ventilator malfunction is unk at this time.